Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received lost sensor signal alert. The customer reported no adverse event. The event involved product(s) mmt-5120a. Troubleshooting was performed. Pump and sensor did not communicate after deleting sensor from the pump and re-pairing the sensor. Advised customer sensor might not be working and it will be replaced. No harm requiring medical intervention was reported. No product return is required for mmt-5120a.

Manufacturer narrative:
We received the following: one partial opened/used simplera sensor, one simplera serter not returned and performed a visual inspection of the sensor, removed the adhesive patch and inspected the sensor for debris, physical or moisture damage and none was found. Then inspected the sensor flex any physical damage and none were found. Checked the transmitter casing for any physical/cosmetic/debris/moisture damage and none were found. The unit was able to download traces through (the blue dongle download station) (utilizing synergy prod download tool 1.2a). No communication anomalies found. In conclusion: the customer complaint of no communication is not confirmed according to our testing parameters. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.